Manufacturer narrative:
Concomitant medical products: 4965-25, lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined impedance qualified as high and a confirmed fracture. It was noted that the patient experienced near syncope. The rv lead was inactivated and replaced. No further patient complications have been reported as a result of this event.